Manufacturer narrative:
Reported event of stretched helix was confirmed. Visual inspection noted outer helix length was out of specifications, the elongation of the helix was consistent with procedural damage. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Correction for h3 field radio button.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker's helix was sprung. The device was retrieved, and a new leadless pacemaker was implanted. The patient condition was stable.